Event description:
It was reported that during a procedure of mildly tortuous, moderately calcified iliac artery, the fox plus balloon catheter was advanced without noted resistance to the target lesion, however, the balloon could not be inflated. A small hole in the balloon was detected by the physician. The device was removed without issue from the anatomy. A second fox plus balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported device issue. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. Scanning electron microscopy (sem) revealed that the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was found intersecting the rupture edge. In this case, it may be possible that the rupture occurred as a result of interaction with the lesion site, which was described as mildly tortuous and moderately calcified. There was no report of leaks noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with the lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon.